Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized for an unrelated device replacement due to normal elective replacement indicator (eri). During the procedure, the right ventricular (rv) and left ventricular (lv) leads were to be repositioned due to low sensing and high capture threshold present on both leads. The physician was unable to reposition the leads during the procedure, and the procedure was ended with the leads left in place. Both leads were explanted and replaced at a later date and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-32692.